Event description:
Reference MDR #1219856-2011-00224 for the first event involving the same pt. It was reported that the event occurred in the cath lab. Indication for use: pt had a dissection of the right coronary artery after coronary intervention. The md made a second attempt using the super arrow-flex (saf) sheath from the first kit and the intra-aortic balloon (iab) from a new kit via the same arterial access with resistance being met again. The registered technician "felt that the md was doing a lot of pushing and pulling while trying to get past the resistance without success." As a result, the second saf and iab were removed. Since the pt was stable without the iab, the md decided against a third iab attempt. There was no delay noted since they did not make a third attempt. There was no report of pt death, complications or injury. The pt outcome is, the pt was stable during and after iab attempts. Add'l info received on 6/21/2011 from the clinical support specialist (css) stated css did go over the prep with rt and she had done all of the prep correctly. She pulled negative, the one-way valve was in place the whole time and did not come loose at any time and she did not remove the balloon from the holder until they had access in the groin with the sheath. Css discussed with rt some insertion techniques that may help if they meet resistance upon insertion in the future (hyper-extending the hip, repositioning the pt, activating the hydrophilic coating on the balloon, doing small steps for the insertion and avoiding the push pull.) While the css was in the cath lab, the css reviewed insertion with some of the other scrub staff.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.